Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and pulled back into the superior vena cava (svc). The ra lead exhibited no capture and nerve stimulation of the chest muscle at high outputs. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.